Event description:
It was reported by the hospital that an instrument broke.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. G3: report source, foreign - event occurred in poland. Products have been returned to biomet UK ltd for evaluation and forwarded to the complaints processing unit for investigation. The event reports that the instrument is broken. The event is confirmed. The clamping button no longer functions as intended. Visual inspection confirms the device has been well used. There are numerous indents most likely caused by hammer blows. The area around the clamping button is severely damaged. The two springs which control the operation of the button are no longer present. From the indentations on the underneath surface of the striking pad it is most likely that the instrument has been used to remove implants . The striking force in this direction has caused the damage and is the most likely reason for the clamping button springs being dislodged. It is most likely that the root cause of the failure is hammer blows directly around the clamping button. The product left zimmer biomet control conforming. The mhr related to the involved product has been reviewed and does not show any non-conformity, rejection or concession that could be related to the reported event. The complaint history search result shows a total of 6 complaints with similar reported events, including (B)(4). No corrective or preventative actions needed at this time. It has been determined that this complaint is not a new confirmed quality or manufacturing issue. Complaints are monitored through monthly complaint reviews in order to identify potential adverse trends. Reprocessing instructions: reusable surgical instruments warns that the instrument must be inspected before the use. Surgical technique: exceed abt acetabular: the surgical technique states: the spring-loaded impaction handle cannot be used for implant removal as the strike plate will detach. Risk assessment: the severity score is within acceptable limits. Design/development team have been notified of this result. Occurrence: sales search from dec 2016 to may 2020. This instrument is used on multiple exceed abt implants, sales data retrieved for all variants of the exceed abt family (total sales: (B)(4)). Six complaints reported for similar events. Occurrence ratio: (B)(4). The occurrence score has exceeded that set out in the risk file. (Design/development team have been notified). Corrective and preventive actions: no corrective actions needed at this time. It has been determined that this complaint is not a new confirmed quality or manufacturing issue. Complaints are monitored through monthly complaint reviews in order to identify potential adverse trends. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a supplemental MDR will be submitted. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that an instrument broke.